Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd venflon¿ pro safety peripheral safety IV catheter, the user had difficulty removing the needle which resulted in a safety mechanism failure. The following information was provided by the initial reporter. The customer stated: anaesthetist was cannulating patient in order to give fluids. He used a 20 guage safety venflon. The cannula was inserted into the patients vein but on withdrawing the introducer the venflon itself was left within the plastic sheath within the vein as the white plastic safety part had become detached from the rest of the cannula. The whole cannula was withdrawn.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd venflon¿ pro safety peripheral safety IV catheter, the user had difficulty removing the needle which resulted in a safety mechanism failure. The following information was provided by the initial reporter. The customer stated: anaesthetist was cannulating patient in order to give fluids. He used a 20 guage safety venflon. The cannula was inserted into the patients vein but on withdrawing the introducer the venflon itself was left within the plastic sheath within the vein as the white plastic safety part had become detached from the rest of the cannula. The whole cannula was withdrawn.

Manufacturer narrative:
Correction: mdrf annex a grid: a0510 retraction problem (1536). The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 23-mar-2022. H6: investigation summary: one used sample was received by our quality team for evaluation. The sample was subjected to visual inspection. The broken cannula was observed, the cannula end was attached to the needle hub and the cannula tip remained in the catheter. Blood in the flashback chamber is observed. The broken needle was taken out from the catheter for further investigation. The needle broken could be due to cannula being bent and broke. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. If the cannula was bent and broken before use, the cannula holding the catheter would bend and it would be possible to penetrate the skin. It would also not be possible to see blood in the flashback chamber if the cannula was broken in the middle. Due to the broken cannula, the safety mechanism was not able to activate properly due to the tether foil being longer than the broken cannula, which lead to the safety shield activation failure. As it is not possible to confirm how the product was use, the root cause cannot be determined.

Event description:
It was reported when using the bd venflon¿ pro safety peripheral safety IV catheter, the user had difficulty removing the needle which resulted in a safety mechanism failure. The following information was provided by the initial reporter. The customer stated: anaesthetist was cannulating patient in order to give fluids. He used a 20 guage safety venflon. The cannula was inserted into the patients vein but on withdrawing the introducer the venflon itself was left within the plastic sheath within the vein as the white plastic safety part had become detached from the rest of the cannula. The whole cannula was withdrawn.